Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a frank blood leak in the extender tubing into to the iab pump and a leak in iab circuit alarm. The pump was stopped and the iab was removed. Indication for use was left main disease. There was no reported injury to the patient.

Manufacturer narrative:
It was reported that during intra-aortic balloon (iab) therapy there was a frank blood leak in the extender tubing into to the iab pump and a leak in iab circuit alarm. The pump was stopped and the iab was removed. Indication for use was left main disease. There was no reported injury to the patient. It was reported that during intra-aortic balloon (iab) therapy there was a frank blood leak in the extender tubing(shuttle line) into to the iab pump and a leak in iab circuit alarm. The pump was stopped and the iab was removed. Indication for use was left main disease. There was no reported injury to the patient. The event occurred in the operating room toward the end of an open heart surgical procedure whiled the patient was sedated, paralyzed, and not being moved. Device evaluation: the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The returned sheath was over the balloon membrane covering more than half of the membrane. The extension tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extension tubing were performed and one leak was detected on the membrane approximately 1.0cm from the rear seal measuring 0.05cm in length. The evaluation confirms the reported leak, blood in tubing & alarm, leak in iab circuit problem. The reported blood in tubing & alarm, leak in iab circuit was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a frank blood leak in the extender tubing(shuttle line) into to the iab pump and a leak in iab circuit alarm. The pump was stopped and the iab was removed. Indication for use was left main disease. There was no reported injury to the patient. The event occurred in the operating room toward the end of an open heart surgical procedure whiled the patient was sedated, paralyzed, and not being moved.